Manufacturer narrative:
No product returning for evaluation. Should new relevant info become available, a supplemental form will be submitted.

Event description:
It was reported that after the customer loaded the cartridge there were air bubbles present throughout the pt line, luer lock, and infusion set tubing. Insulin is not at room temperature before loaded into cartridge. Customer had elevated blood glucose levels (500 mg/dl). Customer deliver manual injections to stabilize blood glucose levels.